Event description:
Related manufacturer reference number: 2017865-2023-00338. It was reported that right atrial (ra) and right ventricular (rv) leads were dislodged via a review of fluoroscopy. During the revision, the helix would not extend. The ra and rv leads were explanted and replaced. There were no adverse health consequences, the patient was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported events were lead dislodgement was not confirmed, while the reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. After cleaning and applying torque to the connector pin, the helix could be extended and retracted. The full helix extension length was measured within specifications. The cause of the helix event was isolated to a clogged helix. Visual and x-ray examination did not find any anomalies with the exception of procedural damage.